Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2008. Aneurysm and vessel morphology were not reported. It was reported that at a routine f/u, a fracture of the left side connecting bar has been found. The physicians think that the fracture does not affect the integrity of the graft and no intervention is planned. No further info was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4), results and conclusions: lack of info (unk cause of connecting bar fracture).